Manufacturer narrative:
Analysis found that during inspection at receipt, the reported event could not be confirmed and no abnormality was found on this product. Disassembly and cleaning inside the equipment. As a preventive measure, parts such as bearings were replaced. A final operation check was performed and confirmed that there were no abnormalities. Repair and inspection completed stickers were attached. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece started to moved by itself immediately without being activated during the endoscopic sinus surgery procedure. The handpice was at rest/inactive and turned on by itself. There was no troubleshooting done. There was no back-up use as the reported handpiece was used to completed the procedure. There was no impact on neither patient or staff.